Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string broke from a tampon upon removal but was able to remove the tampon with part of the string and had to manually remove the rest of the string that broke off. Did not seek medical attention.